Manufacturer narrative:
Implant date: 12 months ago. Device is a combination product. (B)(6).

Event description:
It was reported that in-stent restenosis occurred. A promus premier drug-eluting stent was implanted in the distal right coronary artery. Twelve months later, in-stent restenosis was noted. The physician intended to perform percutaneous coronary intervention to re-open the vessel. No further complications were noted.